Manufacturer narrative:
Evaluation was completed on october 24,2005. The infusion pump was tested for flow accuracy at 100ml/hr. The pump failed the accuracy test with a flow value or -7.4% below the desired amount. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
Baxter technical services reported the pump was returned for service with an original reason for return: "accuracy issue." No patient injury associated. The 2 years event history revealed no previous accuracy issues. No additional information provided.